Manufacturer narrative:
Date of report: (B)(6) 2020. Date of report: 17mar2020.

Event description:
It was reported that the ventilator had error codes indicating blower stalled, auxiliary alarm supply failed, motor controller board analog to digital converter failed, alarm light emitting diode failed and backup alarm failed. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the power management board and/ or motor controller. The customer advised that after replacing the power management board the issue was addressed.